Manufacturer narrative:
Other, other text: b3: date of event unknown. One infusion pump was received for evaluation. Visual inspection found crack on bottom case and right plunger case. Event history log shows "invalid syringe size". Functional tests performed were syringe test and size calibration. The invalid syringe size was found at syringe test. The size sensor was not able to be calibrated. The cause of the reported issue was a plastic pin of size pot is not sitting in the size pot tab. Replaced both plunger case and bottom case for physical damaged also replaced speaker for primary audible alarm post error was found during repair. Reassembled size pot assembly. Performed preventive maintenance and all functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device syringe size sensor is non-functional. The counter is stuck at 27 and will not change in value when adjusted. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.